Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred in the left atrium. During the procedure, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed in an attempt to stabilize the patient. The patient remained unstable and was transferred to the ICU for observation. The patient was discharged two days later in stable condition. There were no performance issues with the device during the procedure.